Event description:
It was reported that during device preparation and prior to use the 2.5 x 23 mm xience xpedition stent was missing from the balloon; the stent implant was found in the protective sheath. There was no patient involvement. A 2.5 x 22 mm non-abbott sds was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar dislodged/dislocated stent incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.